Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that surgery was performed to revise the implantable pulse generator (ipg) position in the pocket as it appeared the device was possibly eroding through the skin and was evidence of a possible infection. The patient was treated with antibiotics. The device remains in use. No further patient complications have been reported as a result of this event.